Event description:
It was reported that during central processing, the prograsp forceps fell and broke. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 5.84mm x 2.25 mm was detected. Components adjacent to this broken main tube do not show damage.